Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported leak could not be confirmed via returned device analysis. Leaks caused by the clip delivery system (cds) may be influenced by the steps utilized at the account during device preparation, such as loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe). The loss of fluid column in the steerable guide catheter, that was reportedly thought to be caused by insertion of the cds, may have been due to the users technique while inserting the cds through the sgc; however, a cause could not be definitively determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar leak incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This mitraclip report is filed for loss of fluid in the device during the procedure, which can contribute to air embolus. It was reported that the mitraclip steerable guide catheter (sgc) was prepared according to the instructions for use (IFU) and the sgc was inserted into the anatomy of the patient with degenerative mitral regurgitation grade 4. The mitraclip delivery system (cds) was also prepared according to the IFU. After the clip introducer of the cds was inserted into the sgc, the fluid column would not hold. The cds was removed from the sgc and the sgc was aspirated to remove the air from the fluid column. It was surmised that the cause for the air leak was an issue with the first clip introducer, not the sgc. A second cds was prepared and inserted through the same sgc without incident. One mitraclip was implanted reducing the mr to 2. There was no air embolus noted in the patient anatomy. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip cds is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.